Event description:
It was reported the radiopaque marker detached, but remained on the dilator during entry for a biliary drainage procedure. The dilator and displaced radiopaque marker were removed together as a unit without incident. The procedure was successfully completed with this unit without pt complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Co's follow-up revealed resistance was encountered during this procedure. Co believes continual exertion against resistance, along with pt anatomy, were contributing factors to this event. However, without evaluating the device, co is unable to determine the exact cause for this event.